Event description:
It was reported the patient never had therapeutic effect. It was stated that initially the device worked well for the patient and about 6-7 months after implant the therapy stopped working. It was noted the patient was seen the day prior to report and all impedances measured were out of range, greater than 4000 ohms, except c3 which showed above 2000 ohms. Reportedly, when the patient was seen in (B)(6), 2012 the impedances were within normal range. The patient was seen again in (B)(6), 2013 and the impedances were high except for contact 3. It was stated the patient complained of painful sensations and they were ¿going nuts and painful.¿ it was noted the patient¿s stimulation was turned off the day of report. Reportedly, the patient was going to be scheduled to have an x-ray done for proper placement. It was later reported the device had numerous impedances and the only combination that was not outside of the normal range was the c ase-positive and 3-negative. The patient could not tolerate the device being on with this combination and was getting a shooting pain down their leg. It was stated if the device was turned up above 0.45 volts, the patient¿s toes curled. It was noted the patient had a loss of stimulation or therapeutic effect. Reportedly, the patient went to get x-rays and their doctor was going to discuss a lead replacement. The patient stated they wanted to replace the device because ¿when it works, it is life changing.¿ it was noted the battery life was unknown and they tried to test the battery life but the patient could not tolerate it. The patient¿s status was reported as no injury but they were having pain in their right leg and toes and less than 50 percent therapy relief.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient. Product ID: 3889-28, lot# v836403, implanted: (B)(6) 2011, product type: lead. (B)(4).